Event description:
The customer reported that the system experienced an immediate power loss and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The 5vdc power supply was evaluated and was calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.